Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500mcg/ml lioresal at 24mcg/day via an implantable infusion pump for an unknown indication for use. The hcp was unable to place the intrathecal portion of the ascenda catheter. Another hcp took over and was able to able to use a revision kit and place without incident. The issue was resolved at the time of the report. The status of the patient was noted as "alive-no injury." No further complications were anticipated/reported.